Event description:
Glucose reading between middle, index and ring finger had large variations.

Manufacturer narrative:
Pt initial complaint was that control were out of range. Replaced meter test strips, and control solution. Now variations between finger sticks. Product not returned. Test strip retains in-house and results were acceptable with little variation. Suspect user error.